Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that the "helix extension appeared faulty." The lead impedance was > 3000 ohms, it had intermittent capture, and dislodged during implant. A new lead was implanted. No patient complications have been reported as a result of this event.